Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, the patient was started on a three week course of unspecified ip antibiotics (dose, frequency and lot number not reported) and the course was not yet completed. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. An opinion of causality was not reported. Information was received from a nurse, which medically confirmed the case. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f06043 and h11g29043 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.